Event description:
The patient had a dye study done by his healthcare provider; the reason was not provided. It was noted that the patent received 16 holes in his stomach where the needle was stuck in and he went without medication for 19 hours. It was reported that "the pump is working now". Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).